Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had gotten two out of regulation (oor) messages on the patient programmer. The first time seeing the oor was in (B)(6) of 2020 and the second was (B)(6) 2020. The caller reported he had performed multiple different positions even with the patient and reproducing the same motion. Impedances are in normal range. No symptoms were reported. No further complications were reported/anticipated.